Event description:
A pt underwent aaa repair in 2008. The main body was inserted up the left side, then the contralateral leg graft and the ipsilateral leg graft were inserted. The ipsilateral iliac leg dilator and sheath were removed. A coda balloon was inserted on the left side up the main body sheath, proximal seal stent of the main body was ballooned, and then the distal seal stent ipsilateral side of the main body was ballooned and then the iliac ruptured. The coda balloon was reinflated in the proximal portion of the ipsilateral leg to control bleeding. A second coda balloon was inserted on the right side to occlude the aorta. The first coda balloon was removed. Another iliac leg graft aws inserted up the ipsilateral side to control the rupture, no seal after deployment of the second leg. There was difficulty removing the inner dilator from the second ipsilateral iliac leg graft in order to get the coda balloon back up the ipsilateral leg. Forceful pulling on the inner dilator caused bending of a super stiff wire guide, which made pulling the inner dilator event more difficult in an emergency situation. Conversion to open repair was mins away because the physician could not get the inner dilator out of the iliac leg grafts. The pt had frail vessels but doing fine after the surgery.

Manufacturer narrative:
Evaluation: cook's instructions for use does caution not the exceed max inflation volume. Rupture of balloon may occur. Adhere to balloon inflation volume parameter as shown below. Over-inflation of balloon may result in damage to vessel wall and/or rupture. No product was returned to assist in this investigation. At this time, there is no evidence to suggest that the product was defective. It is possible that this event was procedurally related. We will continue to monitor for similar events.